Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument by abbott field service, a search for similar complaints, and a review of labeling. Troubleshooting was performed by abbott field service on (B)(4) 2012 by replacing multiple fluidic parts. Corrective actions taken by field service to resolve the issue are consistent with troubleshooting recommendations in the operations manual. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of architect c16000 process module, list number 03l77 was identified.

Event description:
The customer observed falsely elevated potassium and chloride results while using the architect c16000 analyzer. The customer provided the following results for one patient: potassium, initial 8.1 mmol/l, retest 4.4 mmol/l; chloride initial 150 mmol/l, retest 101 mmol/l. The results were not reported out of the laboratory. There was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.